Manufacturer narrative:
Image evaluation completed on november 2 2020: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast reconstruction revision with a mentor memorygel 450cc silicone prosthesis experienced left sided hematoma post procedure. The ultrasound detected the hematoma. As a result patient replaced the left prosthesis with a new one on (B)(6) 2020.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021 upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Hematoma complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary.,according to the information received, the patient experienced left-sided hematoma post-procedure. The ultrasound detected the hematoma. As a result, the patient replaced the left prosthesis with a new one. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).